Event description:
It was reported that the arctic sun device was getting no flow. Per additional information received via email from sales representative (B)(6) on 09sep2019, new pads were placed and good flow was reached. The patient completed therapy successfully.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential failure mode could be '3.3 poor flow¿ with a potential root cause of '3.3.2 incorrect setup causing pad lines occlusion.¿ the lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300- unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300- unknown arcticgel pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting no flow. Per additional information received via email from sales representative (B)(4) on 09sep2019, new pads were placed and good flow was reached. The patient completed therapy successfully.